Manufacturer narrative:
Conclusion: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte and visible crack were observed. The damage to the battery housing was clearly the reason for the malfunction of the device. The observed damage was possibly caused by external mechanical stress or bulging of the housing following a long period of time when the battery was not refreshed/used. [The investigation was done based on the received supplemental sheet for rechargeable batteries.] This is a combined initial and final report.

Event description:
Returned dacapo powerpack showed a cracked housing with electrolyte leakage. However, neither user contact to battery chemistry nor any injuries were reported.